Manufacturer narrative:
Results - 312 samples were returned by the customer, so from these, 20 were taken at random from the 3 sealed shelf-packs, and draw-tested with deionized water. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. From this testing it was determined that all 20 tubes drew within specification. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned sample.

Event description:
It was reported bd vacutainer® sst¿ ii advance plus blood collection tubes are filling too much with blood. No injury or medical intervention reported.